Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received an insulin flow blocked alarm. The customer is reporting a past event that they reported occurred several times the previous day. Customer discarded the infusion set. Customer's blood glucose level at the time of the incident is unknown. Customer's blood glucose level at the time of the call is unknown. Customer was not able to troubleshoot during the call. The product is not expected to be returned.